Manufacturer narrative:
The device was returned to the customer unrepaired as it was not able to be repaired. Based on a review of this device, the product is not reportable under FDA cfr part 803. This device, or similar device, is not manufactured, marketed, or distributed in the united states. Device was reported in error.

Event description:
It was reported that during surgery at the user facility the sonopet s204 tip broke. It was reported that nothing fell into the surgical site. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during surgery at the user facility the sonopet s204 tip broke. It was reported that nothing fell into the surgical site. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Evaluation in progress.